Event description:
It was reported that during use on a patient the anesthesia workstation suddenly lost power (switched off) and could not be restarted again. The patient was connected to a spare device - patient´s temporarily oxygen saturation drop recovered immediately after reconnection - no injury or serious impairment in patient´s state of health was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The user facility contacted the local dräger s&s organization after the reported event for information but further check and repair was performed by an unknown 3rd-party service - reportedly the internal battery was damaged and has been replaced - no further information could be obtained. Due to the very limited information available and due to the lack of any device logs a case-specific evaluation by the manufacturer is not possible. The affected device was manufactured 05/2008 - its status of preventive maintenance and repairs is not known to the manufacturer. It was further reported that the failed/battery was more than 10 years old - assumably not been checked and replaced according device instructions. A final conclusion about the event and its exact root cause can not be given due to insufficient information - a relation to missing or wrong maintenance and/or miss of device checks acc. Device instructions can be assumed.